Event description:
Reportedly, a vega m58 lead was implanted for left bundle branch pacing. Six repositioning attempts were performed in the septum (involving screwing and unscrewing). At the end of these attempts, the helix could no longer be extended. An investigation has been requested for trending purposes.